Event description:
I sent a letter to (B)(6) about my pacemaker they told me to write you, so I did. "Some of the problems I have experienced is a burning sensation in my chest left side above my over the peck strong chest pains but they told me nothing was wrong that was maybe 2 yrs ago." When they told me it was discontinued I asked when they would take it, they said I was going to keep it. They were going to just monitor it. I was extremely disturbed about that so please if you could put me in touch with someone who could help, I would greatly be appreciated. "Physician medication (B)(6).", (B)(6).